Event description:
Prior to being discharged after aortic valve replacement procedure, the pt developed syncope with coughing. An echo revealed an elevated gradient across the prosthetic valve, aortic regurgitation, and paravalvular leakage. The valve was explanted and replaced with a 25mm sjm trifecta valve.